Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient expired on (B)(6) 2014. The patient was noted to have a large left parietal intraparenchymal hemorrhage with a subarachnoid hemorrhage and dissection into the ventricles. The family made a decision to withdraw care with this diagnosis.

Manufacturer narrative:
A full evaluation of the pump could not be conducted because the pump was not returned for evaluation as it was not explanted and an autopsy was not performed. A direct relationship between the device and the reported event could not be determined. The instructions for use lists bleeding and stroke as potential adverse events associated with the use of the heartmate ii left ventricular assist system. A review of the device history record revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that an autopsy was not performed and therefore the pump is not available for evaluation.

Manufacturer narrative:
(B)(4).the manufacturer is attempting to acquire the device for further evaluation. No further information is available at this time. A supplemental report will be submitted when the manufacturer''s investigation is completed. Placeholder.